Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) had 2 syncopal episodes on an airplane. Upon interrogation, the device did not show any stored events or episodes. The right ventricular (rv) pacing threshold of this high impedance implantable defibrillation lead went from 1@.5 to 2.2 @.5 and the rv impedance went from 862 in july to 1623 for each test. There is no noise. Guidant received subsequent information that the pacing lead impedance has increased to 2467 ohms, and the pacing threshold has increased from 1-1.5 v at 0.5 ms to 3 v at 0.5 ms. The sensing is consistent and shock impedance is consistent at 47 ohms. Subsuquent information was that the pace/sense portion of the defibrillation lead was surgically abandoned.